Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported through distributor "rupture", "intracapsular rupture of breast implant", "presence of fibrous capsules surrounding breast implant" and "thin layer of fluid is present around the capsule, with continuous tracking along the implant contour" found via MRI. This record is for the left side. The device was explanted.